Event description:
It was reported that the defibrillation coil impedance was high and the lead was completely flat. It was also reported that the patient is a roofer and carries shingles on that side of his body. The lead was explanted and returned to medtronic for analysis. No patient complications have been reported as a result of this event. Additional information reported lead fracture.

Manufacturer narrative:
Asku: it was reported that the defibrillation coil impedance was high and the lead was completely flat. It was also reported that the patient is a roofer and carries shingles on that side of his body. The lead was explanted and returned to medtronic for analysis. No patient complications have been reported as a result of this event.